Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1200mg/dl. It was stated that the events leading to his admission was vomiting and feeling woozy. It was stated that the customer treated with manual injections, but his glucose level did not lower. Troubleshooting was performed. The time, date, and programming were correct. It was stated there was fluid under the liquid crystal display, and the device was dropped into the toilet. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.